Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the alleged condition. The graphical user interface (gui) printed circuit board (pcb) was replaced and the software was upgraded to the current revision. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator display was erratic. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.